Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No a21 alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, cracked belt clip slot, cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked reservoir tube lip. And a missing end cap sticker. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2019. Blood glucose level of the customer when admitted to the hospital was 525 mg/dl. The customer was treated with the insulin drip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized unknown reason on an unknown date. It was reported that the customer was wearing the insulin pump and insulin pump had unexpected restart alarm. Customer¿s blood glucose was unknown at the time of incident. Customer was not able to clear the alarm. The customer was not able to clear the alarm because it disappeared. Customer was able to complete rewind. Troubleshooting was performed received another pump alarm after a battery change. Alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.